Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the consumer is not getting her complete dosage and her numbers have been high. Verbatim: consumer reported, she is not getting her complete dosage when taking injection stated, her numbers have been high 200's and once over 300 stated, she informed her doctor but did not go in to see him, went over steps with consumer on how to attach and prime her pen needle. Consumer was able to complete a successful prime and insulin flowed when she dialed up 8 units for her injection. Lot: 0245209, catalog: 320550. Date of event: unknown, samples: yes. Per consumers request, sending original nano to pharmacy for pick up but did explain to consumer, bd will be transitioning over to 2nd gen".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the consumer is not getting her complete dosage and her numbers have been high. Verbatim: consumer reported, she is not getting her complete dosage when taking injection stated, her numbers have been high 200's and once over 300stated, she informed her doctor but did not go in to see himwent over steps with consumer on how to attach and prime her pen needle. Consumer was able to complete a successful prime and insulin flowed when she dialed up 8 units for her injection. Lot: 0245209, catalog: 320550, date of event: unknown, samples: yes. Per consumers request, sending original nano to pharmacy for pick up but did explain to consumer, bd will be transitioning over to 2nd gen. Cl".